Event description:
It was reported that during a laparoscopic distal pancreatectomy procedure, the device would not open and was stuck on the specimen. The device would not complete the firing sequence. The stapler was introduced with a blue cartridge with buttress material. The surgeon assessed the tissue and determined that the tissue was very thick and firm. The blue cartridge was exchanged for a green cartridge with buttress material. The surgeon proceeded to fire the device. On the first firing, the first stroke worked as normal; however, when engaging the second stroke, the device stopped working and would not advance the knife any further. At that point, it was recommended to use the manual return- the red button was pushed down, however, the knife would not retract. As a result, the surgeon had to open the patient and transect the portion of the pancreas where the stapler was stuck. Consequently, the tissue was resected and through the process of managing hemostasis, the patient lost 2600cc of blood. The or ordered four units of blood, however, it is unsure if it was used for the patient. The cause of bleeding is unknown, but occurred after opening the patient and during transection of the tissue to remove the device. At this point, the hospital risk management has elected to not return the device for evaluation. If and when the device is released, it will be returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.